Event description:
Placement of left ventricular vent in left ventricle caused air to be pushed into left ventricle. On 11/30/07 09:27 am (cmcken) call placed to heart team to find out more info. Six days later, 11:43 am (cmcken) air got into heart either by infusing or by the contraction of the heart through the med valve. On 12/06/07 11:47 am (cmcken) product packaging was discarded, however, we only had two lot number in house.